Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind and error alarms at the alarm history file due to motor encoder signal out of phase. We were unable to perform functional test including self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. The insulin pump was received with cracked case at display window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was not reported. The customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.